Event description:
Customer reports back to back testing on the same meter while using the compact plus sys with results of 249 mg/dl and 94 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.